Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 when an error 2 message was displayed on the subject device when the patient attempted to measure his blood glucose. The patient manages his diabetes using pills (metformin 500mg), diet and/or exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that, on (B)(6) 2016 at around noon, he experienced symptoms of dizzy and white in front of his eyes and reportedly self-treated by consuming food and/or drink and felt better 10-15 minutes after. At the time of troubleshooting, the csr confirmed that it was not the patient's first use of the device and there had been no misuse. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. The patient treated himself for low blood sugar and "seeing white in front of his eyes" is not a serious injury for hypoglycemia. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.